Event description:
It was reported that the pulse generator could no be interrogated and exhibited premature battery depletion. No patient symptoms or intervention were reported.

Manufacturer narrative:
Initial reporter: company representative.